Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the patient developed acute renal failure. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure in the femoral artery. The procedure was completed with this device with no product malfunction. The patient had hypertension. Power pulse was used. Hydration was given to the patient. The total run time was estimated to be between 440-450. The patient developed acute renal failure. Angioplasty was performed after the zelante was used. The patient was placed on permanent dialysis.